Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and movement disorders. It was reported that therapy was turning off by itself. The patient stated they had to go to the hospital "the other night" because they had a return of symptoms. The patient stated their healthcare provider (hcp) informed them that their "machine" had been off for "two weeks." The patient stated the ins "shut itself off" and that it "possibly" occurred sometime in september, since they then had a return of symptoms leading them to "go to the hospital." Since this event, it was stated the patient was unable to communicate with their ins using their patient programmer (pp). The patient clarified that they were getting poor communication on their pp. The patient stated they do not use the antenna, only the pp. It was reviewed communicating with the ins on the call and the patient stated they were getting poor communication on the pp. The patient confirmed they weren't wearing bulky clothing. The patient stated the hcp was able to communicate with the ins using his device since the event. The patient stated they had a fall "maybe 3 weeks ago" and that they are a "hand radio operator," but that they didn't believe that interfered with their ins. The patient stated the hcp was able to communicate with the ins since these events, as well. The patient was redirected to their hcp for additional troubleshooting and a replacement pp was sent to the patient. The patient was directed to contact their hcp if this does not resolve the issue. No further symptoms or complications were reported or anticipated with this event.